Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal communication failure- 1474" error message complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section g4 (PMA/510(k) #). Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled "not for clinical use" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.